Event description:
The customer reported that, during the procedure, an unspecified balloon catheter would not cross beyond an unspecified transition point when used in conjunction with the device. When the balloon was removed, damage to the balloon tip was observed and it was suspected that the reported device was responsible for the damage.

Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints regarding this failure mode within this lot have been reported. The probable e cause of the failure was the proximal coil to distal hypo-tube thread breaking. The wire becoming untangled could create a physical barrier distal to the catheter and could prevent the catheter from advancing. It cannot be concluded, without examination of the balloon, that damage to the balloon occurred due to the reported device. The hypo-tube thread break is most likely due to the torsional overload in that portion of the wire. After the hypo-tube thread broke, additional rotation of the device caused the thread and coil to unwind. Since the wire was used during an ffr measurement, the failure most likely occurred during or after the procedure. During the procedure, this portion of the wire would have been contained within the guiding catheter based on the location of the hypo-tube to proximal coil joint.